Event description:
In 2008, the pt reported that she had a stroke and has been disconnected from her infusion device. She called for assistance with reconnecting to the infusion device. The infusion device displayed e10 (cartridge) error while attempting to retract the piston rod. She was unable to remove the battery cover from the infusion device. She was assisted with switching to her backup infusion device. She was sent a battery removal tool to remove the battery cover from the primary device. Upon f/u two days later, the pt was able to remove the battery cover and she inserted a new battery into the infusion device. She was instructed to perform the change cartridge procedure but the infusion device would not reset to 315 units. The piston rod was completely retracted. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.